Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found cracked housing, and a damaged dso sensor. There was no evidence in the event history log. Functional testing was unable to verify an unknown issue; however, error code 1270 was revealed, and the device failed the flow accuracy test. To address the issue, the dso sensor, rear housing, and the mp board were replaced and the expulsor was trimmed. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device was sent in for an unknown issue. There was unknown patient involvement.